Manufacturer narrative:
Conclusion: no product was returned for analysis. Procedure films and valve load inspection were not submitted for image review. The device history record for both of the implanted valves were reviewed and showed both products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that valve inspection showed a small infold at the third node of the valve frame, and after deployment of the valve, an infold was noted on fluoroscopy. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. Infolding events are typically related to patient anatomical factors (i.e., calcification level and location, left ventricular outflow tract (lvot) anomalies, bicuspid valve, etc.) And procedural factors (valve sizing, balloon aortic valvuloplasty (bav), loading, and user technique). In addition, the nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deployment process, the struts may cross over and catch on each other which in some cases potentially can cause infolding. There was no information to suggest a device quality deficiency related to this event. Based on the available information, the reported infold appears to have occurred as the valve was loaded into the dcs and remained until deployed. However, without fluoroscopy images of the loaded valve, no cine images of the valve being deployed, and no device returned for analysis, a conclusive cause could not be determined. A post-implant bav with a 26mm non-medtronic balloon was performed. It was reported that the balloon and valve were above the native annulus and the valve was moved into the ascending aorta with the balloon. Per the device instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." Potential factors that can influence a dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique, and a number of others. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Given the limited information, the conclusive root cause of the dislodgement event cannot be determined. In addition, the device IFU warns the user to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Cardiac arrest, occlusion, and death are known potential adverse patient effects per the device IFU. Per the physician, the two valves were operational, but the patient had a small sinotubular junction (stj). Due to the combination of two valves and a small stj, there was not enough blood perfusing through the coronaries. The physician intended on stenting the first valve open, but family withdrew care and the patient died. The lack of blood perfusing through the coronaries was the cause of death. No explant or autopsy information were reported. A procedure or valve related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No known allegations were made against the device, and there was no information to indicate that a malfunction or misuse contributed to the reported death. With the limited information available, a conclusive assessment of the relationship between the reported events leading to patient death and the device could not be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 10-nov-2021, UDI#: (B)(4). The valves remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the first valve check showed a small infold at the third node, that did not extend into the fourth node. After deployment of the valve, an infold was noted on fluoroscopy. The valve was positioned at 2 millimeter (mm) on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). A post-implant balloon aortic valvuloplasty (bav) with a non-medtronic 26mm balloon (zmed) was required. The bav was deep with ¿interesting expansion¿. Upon inspection, the balloon and valve were above the native annulus. The valve was moved into the ascending aorta with the balloon. During deployment of the second transcatheter bioprosthetic valve the patient coded. The valve was deployed to a depth of 5mm on the ncc and 5mm on the lcc and the patient died. It was unknown if an autopsy was performed.

Manufacturer narrative:
Additional information was reported that the depth of the balloon used in the bav was ventricular and expanded with a waist near the top portion of the balloon. During the initial deployment of the second valve, positioning issues occurred, and the valve was only partially deployed. Difficulty placing the valve at the desired depth occurred and the valve was recaptured. The valve was implanted on the second deployment and was functioning properly. The patient coded several times and chest compressions were administered. The chest compressions would revive the patient, only to have the patient code minutes later and repeat the chest compressions. Per the physician, the two valves were operational, but the patient had a small sinotubular junction (stj). Due to the combination of two valves and a small stj, there was not enough blood perfusing through the coronaries. The physician intended on stenting the first valve open, but family withdrew care and the patient died. The lack of blood perfusing through the coronaries was the cause of death. No autopsy was performed. Updated h6 patient codes with an additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.